Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The reporter indicated the patient was transferred for intervention as the right coronary artery was totally occluded and the patient was having nausea and headaches. No intervention was performed the patient was transferred and was sent to the cardiac unit on bipella to allow the heart to rest. It was reported the patient was scheduled for escalation to the impella 5.5 on (B)(6)2021 but suffered a hemorrhagic stroke on (B)(6)2021. Additional information noted the patient care was withdrawn by the family, and the patient expired. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: cva-ischemic/hemorrhagic impella cp with smart assist system section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: as noted in the impella IFU "to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.